Event description:
It was reported that the patient's blood glucose (bg) levels reached 14.8 mmol/l (266.4 mg/dl) while wearing the pod on the leg between 36 and 48 hours.

Manufacturer narrative:
The device was received fully deployed. The device returned an 0x14 alarm indicating that there was an occlusion in the fluid path. Timeouts were observed, but no drive stalls were observed in the download data. The pod was reset and paired to a master pdm. The rerun data, generated an 0x5c alarm indicating that there were too many open pulses during first prime to continue the priming sequence; re-running the device did not confirm the 0x14 alarm. After re-running the device, the fluid path was inspected. The exposed portion of the soft cannula appeared to be stretched and flattened. When removing the bottom housing, the hard cannula was seen exposed through a tear in the soft cannula. It cannot be determined when this damage occurred. Upon testing the fluid path, the hard cannula was found to be occluded. A soldering iron was used to clear the occlusion. Once the occlusion was cleared, fluid was able to exit the hard cannula, but was not able to flow through the distal tip of the soft cannula as intended. Upon investigation of the drive mechanism, damage to the ratchet gear was observed. This damage to the ratchet gear is what caused the drive stall in the re-run data. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.